Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during the testing. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events were recalled that led up to the alarm. The patient's blood glucose level was 338 mg/dl, which had yet to be treated. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.